Event description:
One lesion was treated with an endeavor sprint rx drug-eluting stent, implanted in the proximal lad. At 30 day and 6 month f/u, the pt was asymptomatic. It is reported that the pt expired approximately 10 months later. It is unk if the event was related to the study stent. No further info is available in relation to the pt death.

Manufacturer narrative:
Evaluation results: death.